Event description:
Pt experienced moderate to severe pain eight months post surgery and implant was removed.

Manufacturer narrative:
Device was explanted. DHR review indicated that the device was manufactured to specifications.